Event description:
Implant card was later received reporting a generator replacement due to battery depletion. The generator has not been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova & #39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & #34;defects¿ or & #34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient & #39;s vns has been off for two years. Initially the vns helped reduce the pt.& #39;s seizures, however the pt.'s mother reported that the vns caused the seizures to be stronger than before so the physician decided to disable the device. No other relevant information has been received to date.